Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided. There was no device returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. A corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take actions, as applicable.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported a silicone round drain, jackson-pratt, 7fr, broke into two pieces post operatively. Existing drain was still used and remaining tubing was reconnected to the bulb. There was no harm to the patient.